Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of outer flow tubing. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that after 15,600 joules while using the surgical fiber during a prostate procedure, the fiber kept shooting straight instead of side ways. The fiber was replaced and the procedure was completed using a second surgical fiber. There was no patient injury or complications.

Event description:
It was reported that after 15,600 joules of use, the fiber kept shooting straight instead of side ways. The fiber was replaced and the procedure was completed using a second surgical fiber. There was no patient injury or complications.